Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient experienced an (B) (6) infection following a new pump and catheter implant. The device system was explanted. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.